Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient was being turned in her bed when the inflation port broke off from the suprapubic foley catheter. The patient was then taken to the emergency room, where she allegedly received 50 ml antibiotics via IV as a precaution, as there was no diagnosed infection. The patient stated that a cystoscopy was performed and wires were inserted via the suprapubic opening to check if the balloon was inflated and look for granules. The balloon was allegedly found to be deflated with no granules; therefore, the catheter was removed and replaced. The patient stated that the foley catheter was in place for two weeks when the event occurred. It was later reported via phone from the territory manager (B)(6) on (B)(6) 2018, that the physician reported that the balloon of the foley catheter was intact upon removal.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "bardia all-silicone foley catheter caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state and federal laws and regulations. Note: aggressive traction particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. To deflate catheter balloon: gently insert syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Bard c. R. Bard, inc. (B)(4). Bard and bardia are trademarks and/or registered trademarks of c. R. Bard, inc." Patient code: (B)(6).

Event description:
It was reported that the patient was being turned in her bed when the inflation port broke off from the suprapubic foley catheter. The patient was then taken to the emergency room, where she allegedly received 50ml antibotics via IV as a precaution, as there was no diagnosed infection. The patient stated that a cystoscopy was performed and wires were inserted via the suprapubic opening to check if the balloon was inflated and look for granules. The balloon was allegedly found to be deflated with no granules; therefore, the catheter was removed and replaced. The patient stated that the foley catheter was in place for two weeks when the event occurred. It was later reported via phone from the territory manager brigid cody on(B)(6)2018, that the physician reported that the balloon of the foley catheter was intact upon removal.